Event description:
Revision surgery - the pt fell and turned the implanted stem. The doctor replaced the stem. The head and bipolar were cleaned and reused.

Manufacturer narrative:
The reason or this revision surgery was to remedy a dissociated stem from the bone 2 weeks after prior surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history record showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the first complaint for this part number. The root cause for the dissociation was due to trauma from the pt falling. There is no info reported that showed a material, design, or mfg problem with the product.